Manufacturer narrative:
Received one used. List #b1115, 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer; lot #unknown. One used. List #unknown, 10ml syringe; lot #unknown. One used. Manufacturing unknown, extension set w/ piercing pin; lot #unknown. One used. List #unknown, smoflipid 100ml bag; lot #10ri4362. It was noted that the b1115 extension set had the inlet filter vent wetted out when received. During functional testing leakage was confirmed at the inlet filter vent. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation; investigation is pending.

Event description:
The event involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where it was reported there was a leaking ext set while on patient infusing lipid medication. The leaking occurred around the filter. There was no obvious defect noted on the tubing set like cracks, or breaks. There was patient involvement and a delay in therapy due to tubing needed to be changed, however no harm was reported.